Manufacturer narrative:
Evaluation description: the reported field event of backup vvi was confirmed in the laboratory. The device went into backup vvi due to a power-on reset. The power-on reset occurred due to a low battery voltage caused by premature battery depletion. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device was observed to be in backup vvi mode. The device was explanted and replaced. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.